Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.

Event description:
The catheter was put into patient on (B)(6), 2010, but on (B)(6), 2011, there was leakage near the oval shaped junction.